Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an ophthalmic handpiece was used for surgery. After an intraocular lens surgery, the patient experienced a corneal burn in the left eye and discomfort resulting in corneal wound leakage and corneal opacity. The surgery was completed after replacing the handpiece. Additional information has been requested but is not available at the time of this report.